Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported "small drops of insulin" at the end of the tubing during the fill tubing step of the load sequence. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.